Manufacturer narrative:
Product complaint #: (B)(4). Updated sections on this report: b5, d10, g4, g7, h2, h3, h10 and concomitant products. Section b5: additional information received indicated that it was a 5x33 embotrap (et009533, 18k057av) used in the procedure. Excessive force was not applied to the device. The insertion tool was securely placed in the hub of the microcatheter prior to attempting to advance the embotrap. The device was flushed without difficulty. The same embotrap device was advanced through the new microcatheter. The mc nor the embotrap kinked prior to the difficulty experienced. No other devices were used with the prowler select prior to this issue. There was no clinically significant prolongation of the procedure due to the event. The delay was due to dr. Khaldi having to re-access past the clot with the marksman. There was no difficulty removing the device from the patient. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Product complaint#: (B)(4). Updated sections on this report: g4 (PMA/510k), h2 (if follow-up, what type), h3 (device evaluated by MFR), h6, and h10. Complaint conclusion: as reported by a healthcare professional, during a thrombectomy case, the physician was unable to advance the embotrap through the hub of a 150/5cm prowler select plus straight microcatheter (606s255x, unknown lot). The microcatheter was removed and replaced by a marksman microcatheter. Appears that the introducer sheath could not advance enough to pass the embotrap into the microcatheter (mc). There was no patient injury reported. Additional information received indicated that it was a 5x33 embotrap (et009533, 18k057av) used in the procedure. Excessive force was not applied to the device. The insertion tool was securely placed in the hub of the microcatheter prior to attempting to advance the embotrap. The device was flushed without difficulty. The same embotrap device was advanced through the new microcatheter. The mc nor the embotrap kinked prior to the difficulty experienced. No other devices were used with the prowler select prior to this issue. There was no clinically significant prolongation of the procedure due to the event. The delay was due to dr. Khaldi having to re-access past the clot with the marksman. There was no difficulty removing the device from the patient. One non-sterile unit prowler select plus 150/5cm was received inside of a pouch. The hub was inspected, and no damages was noted on it. The body of the device was inspected, and it was found kinked at 78.8cm from the proximal end. The distal tip was inspected, and no damages was noted on it. The ID and the od from the micro-catheter were measured, and results were found within specification. The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. The complaint reported by the customer ¿luer hub- obstructed-in patient with loss of mc cerebral target position¿ could not be evaluated because it is specific to the patient and procedure at the time of occurrence and cannot be replicated in the lab. However. The dimensions of the received device were found within specifications. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided. However, it is possible that clinical and procedural factors, including device manipulation / interaction, vessel characteristics and the device selection, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The lot number was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a thrombectomy case, the physician was unable to advance the embotrap through the hub of a 150/5cm prowler select plus straight microcatheter (606s255x, unknown lot). The microcatheter was removed and replaced by a marksman microcatheter. Appears that the introducer sheath could not advance enough to pass the embotrap into the microcatheter. There was no patient injury reported.